Event description:
During t2 humeral nail surgery, the surgeon inserted the nail into the patient bone, and inserted screw into the distal screw hole of the nail. The gap was seen when the surgeon checked fracture part. The surgeon assembled the universal rod to the nail holding screw, and performed the back sliding using the hammer. Afterwards, the surgeon inserted screw into the proximal screw hole of the nail. When the target device was removed, it turned out that proximal part of the nail has broken.

Manufacturer narrative:
Investigation summary: deviation in the manufacturing documents and the material were not found. The lot was documented as faultless prior to distribution. Investigation of the nail was not possible as it was not returned. The exact cause of the event could not be determined. However the following scenario is conceivable: with respect to the appearance of the returned fragment it appears utmost likely that the nail holding screw had not been inserted to the sufficient length and that the nail was damaged while it was fixed on the target device in a wrong position, i.e. That the pegs of the nail adapter had been placed on the rim of the nail instead of being inserted into the intended position in the reception of the nail. With respect to the observed damage (rotational) load led to movement in between of nail and nail adapter, the nail adapter then snapped into the reception. Further repeated rotation under load application finally sheared of the wall of the nail off respectively led to plastic deformation. Evaluation suggests that most likely the event is not linked to a deficiency of the device but is rather related to non-intended use.

Event description:
During t2 humeral nail surgery, the surgeon inserted the nail into the patient bone, and inserted screw into the distal screw hole of the nail. The gap was seen when the surgeon checked fracture part. The surgeon assembled the universal rod to the nail holding screw, and performed the back sliding using the hammer. Afterwards, the surgeon inserted screw into the proximal screw hole of the nail. When the target device was removed, it turned out that proximal part of the nail has broken.

Manufacturer narrative:
Device remains implanted and will not be returned for investigation. If additional information becomes available it will be provided on a supplemental report.